Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the buttons were unresponsive. Customer's blood glucose was 10 mmol/l. Customer agreed to return the device for analysis.